Event description:
It was reported that while tunneling the extension, the plastic anchor holding the extensions in the tunneling tube snapped. The result was that the extension was stuck somewhere around the neck area and an extra incision had to be made to remove the extension. This extension was replaced by another one and tunneling occurred without problems. The patient outcome was after using new extensions the procedure ended as normal.

Manufacturer narrative:
Analysis of extension model 37085 serial# (B)(4) showed no anomalies with acceptable continuity and no shorts between circuits.